Event description:
The manufacturer received information from customer in reference to a repaired or recertified dreamstation auto CPAP with an allegation of sleepy. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
In the previous report, the manufacturer incorrectly captured device problem code grid in box h. The following correction has been corrected in this report. In box h: device problem code grid has been corrected.